Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: lot number: ra2abh h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the xc200 reload (d) was received with the clips broken inside of reload. In addition, the foil was examined and it showed multiple wrinkles and small holes on the bottom cavity of the foil package related possibly to excessive manipulation. The product code xc200 contains absorbable clips and as the sample was received open the degradation process had already begun, the time of exposure to the environment could not be determined and no functional test could be performed due to sample condition. The reload was received with the clips broken. It should be noted that all ethicon product is 100% inspected prior to release. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and a suture clip was used. During the procedure, the device was found broken when the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient. Upon evaluation of the returned device, the clip was found broken. Additional information was requested. .